Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Vyaire medical review logfile provided and found that error triggered twice and suspected due to kinked tube. Advised customer to troubleshoot as per manual. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported bellavista1000 us having tf (B)(4). The customer confirmed that the issue happened prior patient use, no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault (not following instructions). Log shows that tf alarm 318 activated twice after start up. After couple of start up, the unit went well. Most likely the inspiration port was blocked during the startup triggered the failure.